Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the unit power cycles on and off by itself. The customer states this occurs about every 5 to 10 minutes. Customer indicates that they hear a beep as the unit powers back on and notices that it goes through its normal power on cycle before it ends up at "no sen". The unit was used likely with ac power applied and customer does not know if the same thing occurs on battery power. The green ac power led does illuminate when the ac power is applied. Customer states that a patient was being monitored when the issue occurred, but there was no patient harm.